Event description:
Following an MRI, the pt reported "going downhill." The pt experienced anxiety, difficulty walking, sweating, and her legs were itchy and bleeding. The pt didn't feel like she was getting drug delivered the same. The pump was not checked following the MRI. The pump was used to deliver multiple unspecified drugs. The pt was attempting to contact her hcp. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)